Manufacturer narrative:
(B)(4).

Event description:
It was reported that during previous unknown clinic visit, the right ventricular lead exhibited fracture. During lead revision, the lead exhibited an insulation anomaly. The procedure was extended due to patient anatomy. The lead was explanted and replaced. The patient was fine post operation.